Event description:
It was reported that bd q-syte closed luer access device did not allow fluids to pass through it. The following information was provided by the initial reporter, translated from chinese to english: the head nurse reported that when the product was being used, the infusion set was connected and fluid was not leaking from the connector.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.